Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the upper gi during a esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure, a piece of the gold probe broke off inside the patient. They were able to retrieve the broken piece. There were no patient complications reported as a result of this event. The patient was reported to be not harmed at the conclusion of the procedure.

Manufacturer narrative:
Block a2: the patient's exact age is unknown; however it was reported that the patient was over the age of 18. Block b3: date of event date of event was approximated to be (B)(6) 2019 as no event date was reported. (B)(4). Block h10: investigation result: analysis of the returned product revealed that only the distal tip was received. The tip was observed broken and with signs of damages. No other issue was noted. Based on the evaluation of the returned device, it is most likely that during the procedure while the device was being manipulated, the tip got damaged and then detached. Therefore, the most probable root cause classification for this event is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Manufacturer narrative:
The patient's exact age is unknown; however it was reported that the patient was over the age of 18. Date of event: date of event was approximated to be (B)(6) 2019 as no event date was reported. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental emdr will be filed.

Event description:
It was reported to boston scientific corporation that an injection gold probe was used in the upper gi during a esophagogastroduodenoscopy (egd) procedure. According to the complainant, during the procedure, a piece of the gold probe broke off inside the patient. They were able to retrieve the broken piece. There were no patient complications reported as a result of this event. The patient was reported to be not harmed at the conclusion of the procedure.